Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 4 for the same event. It was reported that during a micro discectomy surgical procedure of the back, it was observed that the foot pedal device, console device, and two motor devices received an e2 and e8 error when used together. The reporter stated that he was not sure which motor device caused the error message. It was further reported that one of the ports on the console device did not work. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.